Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device's nurse call connector was found to be broken. The device's system to ethernet connector was found to be damaged and needs to be replaced to address the issue. No repairs were performed. The device was scrapped.